Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited myopotential oversensing resulting in multiple inappropriate shocks. Device data was sent to rhythmcare for review. Data review determined the smartpass feature was disabled multiple times due to low r-wave amplitudes. Rhythmcare then discussed possible causes and provided further troubleshooting options. This device system was then explanted. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited myopotential oversensing resulting in multiple inappropriate shocks. Device data was sent to rhythmcare for review. Data review determined the smartpass feature was disabled multiple times due to low r-wave amplitudes. Rhythmcare then discussed possible causes and provided further troubleshooting options. This device system was then explanted. No additional adverse patient effects were reported. The product has been returned to boston scientific and analysis has been completed.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did identify a bend in this electrode with cracking on the identification tag.